Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported during ongoing use, the pg was explanted due to infection. The patients underlying rhythm is atrial fibrillation with complete heart block, and an escape rate of 35-40 ppm (pulses per minute). The patient was hospitalized and monitored. A procedure to implant a new device will be performed once the infection is gone. The device is not available for return due to infection. Additional information: the field rep provided an update indicating that a new device was implanted, and that the patient was doing fine.